Event description:
The care giver had a complaint against exsept plus (5k4066). The cg stated that she doesn't have the strength to open the container and that she has to get a screwdriver in order to detach the cap so she can get it off. The cg stated that there should be something that makes it easier to remove. There was no patient injury or medical intervention reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).